Event description:
Revision for rejuvenate implant due to pain and possible infection. Additional info. 29-aug-2024:1. This was an attempted revision- surgeon was unable to remove the stem. 2. This was a rejuvenate modular stem. 3. Catalog and lot was not obtained- it was a size 44 metal head, size and offset of neck unknown. 4. Hospital not releasing patient information. Left or right side: right. Hospital name, address: (B)(6). Date of primary implant surgery: 2009- specific date unknown. X-rays (pre-, post-op): na. Implant/ usage sheet(s) ¿ primary, previous/current revisions as applicable: no usage sheet- original is not available- no stryker implants used in attempted revision medical records: na. Operative report(s) ¿ primary, previous/current revisions as applicable: na. Progress notes: na. Pathology/lab report: na.

Manufacturer narrative:
An event regarding infection involving an unknown stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Clinician review: medical records received were insufficient to support a clinician review. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.